Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had artifacts visible on the monitor screen. The issue occurred during an unknown procedure. There were no reports of patient harm.

Event description:
It was reported, the subject device had artifacts visible on the monitor screen. The issue occurred, during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the approved final investigation. The device was returned to olympus for inspection. And the reported failure was not confirmed. In addition, the following malfunctions were identified, during the device evaluation: the image was green and the fiber bonding in the outer tube area (distal end) was damaged. Based on the results of the investigation, a definitive root cause could not be identified. It is likely, the green image was, due to a broken video cable. A device history record review revealed, no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.